Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding skin irritation while wearing the adc device and experienced skin infection symptoms described as redness, inflammation, and pain at the sensor site. As a result, the customer presented to the hospital on 17 jun 2022 and was provided amoxi-clavulan for treatment. The customer was hospitalized for 3 days. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Based on extended investigation, section h4 (manufacturing date) was updated from 6/23/2022 to 3/18/2022. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding skin irritation while wearing the adc device and experienced skin infection symptoms described as redness, inflammation, and pain at the sensor site. As a result, the customer presented to the hospital on (B)(6) 2022 and was provided amoxi-clavulan for treatment. The customer was hospitalized for 3 days. No further information was provided. There was no report of death or permanent injury associated with this event.